Manufacturer narrative:
Additional information: analysis of the returned device shows that visual review confirms shaft fracture. The helical morphology of the fracture, which appears to follow the root of the thread, as well the material movement suggest torsional overload as the mechanism of failure. Shaft diameter and material hardness print specifications are confirmed to be within print specification. The above observations are consistent with torsional overload.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that "the pin snapped while the surgeon was trying to remove it. Surgeon had to use several burrs to retrieve the snapped portion out of the vertebral body." Surgery was completed successfully with no pieces remaining in the patient.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). The device has been returned to the manufacturer for evaluation. Analysis results are not available at the time of this report. A follow-up report will be sent when the analysis is complete.